Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. When the pod was removed, the patient noticed the site (leg) was hardened with purulent discharge coming out. The patient visited the emergency room (ER) at klinik kitzinger land and was diagnosed with phlegmon. The patient was prescribed amoxicillin tablets and ichthammol ointment for treatment. The patient was released home after one and a half hours and a new pod was successfully applied.